Event description:
Since lvad implant on (B)(6) 2016, patient with persistent fevers of unknown origin (on antibiotic therapy) requiring significant inotropic support for cardiogenic-septic shock (blood cultures ngtd). On (B)(6) 2016, patients platelets increased from 197/l on (B)(6) 2016 to 571/l; platelet counts continued to rise post-procedure. Patient with increased ldh on (B)(6) 2016; ramp study on (B)(6) 2016 revealed large thrombus near the lvad cannula; patient on heparin and asa. Patient was taken for urgent exchange on (B)(6) 2016; moderate amount of thrombus was removed from the lv. Patient had hypotension intra-operatively prior to bypass and continued on significant inotropic support and ino for shock post-procedure. The original lvad was placed while on ECMO, not on cardiopulmonary bypass, so the presence of lv thrombus was not directly evaluated. This may have contributed to the lv thrombus formation while his anticoagulation was being held and he was in a hypercoaguable state. Head CT on (B)(6) 2016 revealed watershed infarct, diffuse hypoxic injury with cerebral edema. Palliative care initiated per family, patient expired (B)(6) 2016.